Event description:
Reporter states the lancet will not retract back into the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.